Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4).

Event description:
The hospital reported that oxygen is reading zero. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that no hypoxic mixture could be delivered and this failure will not affect flow of gasses in the device. This was not a reportable malfunction. Additional information was received stating that no hypoxic mixture could be delivered and this failure will not affect flow of gasses in the device. This was not a reportable malfunction.